Event description:
It was reported that the clinical study patient experienced an asymptomatic vertebral compression fracture at the l3 level with moderate severity. The fracture was discovered by x ray. No action was taken. The physician assessed the event as not related to the procedure and unlikely related to the device.

Event description:
It was reported that the clinical study patient experienced an asymptomatic vertebral compression fracture at the l3 level with moderate severity. The fracture was discovered by x ray. No action was taken. The physician assessed the event as not related to the procedure and unlikely related to the device. Additional information was received that the event was mild in severity due to no treatment and not related to the device since the patient was asymptomatic.